Manufacturer narrative:
Lot number - 18f005, 18h008, 18j004, 18j033, 18k015, 18m031, and an unknown lot number. Twenty-nine single use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all returned devices, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted for lots 18f005, 18h008, 18j004, 18j033,18m031 and 18k015 and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 34 </noe> malfunction events. It was reported that thirty-four large volume folfusors had flow issues during infusion. Thirty-one of the devices underinfused, and three devices overinfused. The thirty-four events involved a patient with no patient consequences. Patient weights were reported for five of the events; the patients ranged from 79 - 85 kg. Patient ages were reported for twenty-four of the events; the patients ranged from 17 - 83 years of age. Patient genders were provided for twenty-eight of the events; ten patients were female and eighteen patients were male. No additional information is available.